Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer planned to contact their healthcare provider for a backup therapy, and technical support agreed to replace the pump and offer an out-of-warranty loaner pump.